Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and was doing fine postoperatively. The explanted device will not be return as it was kept by the facility.